Manufacturer narrative:
This is one event for the same patient involving three separate products; associated mdrs 1225714-2014-04834 and 2937457-2014-01084.

Event description:
The plaintiff's attorney alleged that the patient experienced a cardiovascular event on or about (B)(6) 2011 after the use of the product.